Event description:
Two drug-eluting stents were implanted in the patient's lad when the physician attempted to advance an nc sprinter balloon dilatation catheter into the proximal edge of the stent over wire. It was reported that mild resistance was experienced when advancing the device over wire and total resistance was experienced when attempting to enter into the previously deployed stent. The physician reported that there was difficulty in withdrawal of the device and also said the balloon was not particularly smooth when advancing over the wire. A non-medtronic balloon was advanced and expanded with no resistance. The patient was reported to be stable post procedure. Evaluation summary: the device was returned to medtronic for evaluation. Some damage was noted to the distal tip. The device was advanced and retracted over a 0.014" guidewire with no issues noted. The balloon deflated profile was measured at 0.029", specification is less then or equal to 0.034".

Manufacturer narrative:
(B)(4) (root cause undetermined, no issues with patency or profile of returned unit).